Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Access was obtained via an ipsolateral approach. The 95% stenosed target lesion was located in a moderately tortuous vessel below the patient's knee. A 0.014 non-bsc guide wire cross the lesion. A sterling es mr 4mm x 40mm x 146cm balloon catheter was advanced over the wire to the target lesion. The balloon was inflated once to 6 atms and once to 12atms. The balloon was inflated a third time and ruptured at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)